Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was observed that the phrenic nerve response was reduced via palpation, and double-stop was then performed. It was noted that as the diaphragmatic movement appeared to recover, the patient will be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that at least eight applications were performed with the balloon catheter on the date of the event with no system issues. Also, clinical issues were encountered during the procedure. The physical device was not returned for investigation. If information is provided in the future, a supplemental report will be issued.